Event description:
Customer's mother reported via phone call that customer had a blank display screen. Customer's blood glucose was 492 mg/dl. After troubleshooting, display screen did return. Customer called back reporting that display screen continued to go black. Customer was advised that battery cap would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.